Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks due to t-wave oversensing of the right ventricular (rv) lead. The sensitivity was adjusted and the rv lead remains in use. No further patient complications have been reported as a result of this event.